Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the el5ml device was received with no damage in the external components and a plastic bag with 6 malformed clips and the tip of the advancer. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer was noted broken causing that the clip did not fully advance into the jaw. In order to evaluate the condition of the internal components the device was disassembled; upon disassemble 0 clips were found inside clip track and was confirmed that the tip of the advancer was broken. One possible cause for the condition found is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Subsequent actuations or manual opening of the device may bend the advancer tip back toward its original position and break the advancer tip. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. In addition, the device locked out as intended. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: did the clips feed sideways into the jaws of the device? No information. It was possible that jamming occurred. Did the clips feed slowly into the jaws of the device? No information. Did more than one clip feed into the jaws of the device? No information. Did the device fire any clips at all or did the device jam? Yes. One clip was deployed outside the patient for functionality by a nurse before the event occurred. Then, it was possible that jamming occurred. No further information will be provided.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fed into the jaws properly. It was possible that jamming occurred. The device was fired outside the patient for functionality by a nurse before the event occurred. Another device was used to complete the case. There were no adverse consequences to the patient.